Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during dwell 4 /4 was not confirmed due to a lack of sample the batch review was performed on potentially associated lot (h11b22064) with no issues noted. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is known, batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report system error (se) 2240 which occurred on home choice (hc) during use during dwell 4 of 4. The hp stated that there were 3 bags connected. The solution was in the final bag only, and no bags had been disconnected. There were no leaks. The hp will complete therapy with manual supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp stated that they did finish therapy using manual supplies. The hp stated that the problem occurred because one of the clamps broke on the set during therapy. The hp stated that they are not sure why it did that but they believe it was what caused the problem.